Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had issues including the autofill failure alarm and iab catheter restriction alarm. The machine was replaced and the catheter worked normally. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the log confirmed the fault. The machine could not reproduce the fault phenomenon after 2 hours of the power on, and the internal test of the machine passed. It was judged that the cause of the fault may be catheter bending. The machine passed all inspections required by the factory. The machine has been delivered to the customer and can be used in clinical practice.

Event description:
N/a.